Event description:
Complainant alleged that during biomed testing, the device would not respond to input from associated external paddles control switches. Complainant indicated that there was no pt involvement in the reported malfunction.